Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that it was reported that the patient went to the doctor today and had their bladder emptied. No further complications reported at this time.